Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while servicing the device, it was observed that the device was getting a diagnostic code 1102 - primary alarm failed message at the same time of starting op the device during a check. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) determined to replace the speaker #2. The asp replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed speaker assembly was returned to the product investigation lab (pi). The pil technician installed the speaker assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to high and out of spec resistance noted on the voice coil of the speaker. Pil could conclude that the returned suspect speaker is faulty.